Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the luer lock connector at the zero reference stopcock had cracked and was leaking. It was also reported that the patient was unaffected by the issue.

Manufacturer narrative:
The product was discarded by the customer. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).